Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
Broken central external line at bifurcation. Patient had both lumens attached to i.v. Fluids. Twisting noted by child overnight. Area reinforced prior. Central line cracked at yellow lumen. A new catheter was placed. No additional information has been provided by the reporter.